Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent contraception. On or about (B)(6) 2013, the plaintiff had hysterosalpingogram test that confirmed full occlusion. Almost immediately after surgery, the plaintiff began experiencing excessive menstrual bleeding, abdominal cramping and pain, pain during intercourse, back pain, migraines, and other pain symptoms. She did not complain at first because she believed these were normal post-operative symptoms. On or about (B)(6) 2015, the symptoms became so severe they forced her to seek emergency medical treatment because she felt internal movement of the coils of the essure device. After testing and due to excessive bleeding, the doctor recommended hysterectomy. The plaintiff was scheduled for surgery on (B)(6) 2016. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and almost immediately after surgery began experiencing excessive menstrual bleeding/ excessive bleeding. She is scheduled for a hysterectomy. This event is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 19-aug-2016 quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and almost immediately after surgery began experiencing excessive menstrual bleeding/ excessive bleeding. She is scheduled for a hysterectomy. This event is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention will be required. According to product technical analysis, a product quality defect could not be confirmed but is considered plausible. A relationship with the reported medical events cannot be totally excluded; however, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. 50678466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spinal cord injury (torn disc in l5 s1) since 2000, skin disorder, eyelid rash (with swelling.), low back pain, premenstrual syndrome, allergic rhinitis, human papilloma virus infection and lumbar spondylosis (lumbar spondylosis w myelopathy.). Concomitant products included medroxyprogesterone (depo provera) in 2012 for birth control as well as fexofenadine (allegra) since 2012. In 2012, the patient experienced menorrhagia ("excessive menstrual bleeding/ excessive bleeding, abnormal bleeding (menorrhagia )") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), disturbance in social behaviour ("relations w/husband") and headache ("headaches"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), spinal pain ("spinal pain"), arthralgia ("hip pain") and pain in extremity ("leg pain"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced eczema ("eczema"). On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping "), back pain ("back pain"), pain ("other pain symptoms"), medical device discomfort ("she felt internal movement of the coils of the essure device") and abdominal pain ("abdominal pain"). The patient was treated with naproxen and surgery (hysterectomy with total laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, migraine, pain, medical device discomfort, dysmenorrhoea, hormone level abnormal, female sexual dysfunction, depression, anxiety, disturbance in social behaviour, eczema, headache, fatigue, spinal pain, arthralgia and pain in extremity outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, disturbance in social behaviour, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, headache, hormone level abnormal, medical device discomfort, menorrhagia, migraine, pain, pain in extremity, pelvic pain, spinal pain and vaginal haemorrhage to be related to essure. The reporter commented: depo shot caused hormonal problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed full occlusion. Pregnancy test urine - on (B)(6) 2016: negative. On (B)(6) 2016, essure coils identified within both fallopian tubes no malignancy is identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 42-year-old female patient who had essure (batch no. 50678466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included spinal cord injury (torn disc in l5 s1) since 2000. Concomitant products included fexofenadine (allegra) since 2012. From 2012 until 2012, the patient received depo provera at an unspecified dose and frequency. In 2012, the patient experienced menorrhagia ("excessive menstrual bleeding/ excessive bleeding, abnormal bleeding (menorrhagia )") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced hormone level abnormal ("hormonal changes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), disturbance in social behaviour ("relations w/husband") and headache ("headaches"). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), spinal pain ("spinal pain"), arthralgia ("hip pain") and pain in extremity ("leg pain"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse, dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced eczema ("eczema"). On an unknown date, the patient experienced abdominal pain lower ("abdominal cramping "), back pain ("back pain"), pain ("other pain symptoms"), medical device discomfort ("she felt internal movement of the coils of the essure device") and abdominal pain ("abdominal pain"). The patient was treated with naproxen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, migraine, pain, medical device discomfort, dysmenorrhoea, hormone level abnormal, female sexual dysfunction, depression, anxiety, disturbance in social behaviour, eczema, headache, fatigue, spinal pain, arthralgia and pain in extremity outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the back pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, disturbance in social behaviour, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, headache, hormone level abnormal, medical device discomfort, menorrhagia, migraine, pain, pain in extremity, pelvic pain, spinal pain and vaginal haemorrhage to be related to essure. The reporter commented: depo shot caused hormonal problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed full occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet : hormonal changes describe: depo shot caused hormonal problems, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression; anxiety; relations w/husband, rashes or skin conditions type: eczema, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, hip pain, spinal pain and leg pain added as events. Patient, reporter and product information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.